Event description:
It was reported that high thresholds and decreased p wave sensing was noted on the right atrial (ra) lead one day post implant. Phrenic nerve stimulation was also noted. The patient complained of abdominal thumping. It was determined that the ra lead had dislodged. The right ventricular (rv) lead was cut by the physician while opening the pocket to revise the ra lead. The ra and rv leads were both explanted and replaced. No further patient complications have been reported as a result of this event.